Manufacturer narrative:
(B)(4). The customer returned one arrow guidewire within the advancer tubing for investigation. No obvious defects or anomalies were observed. Visual analysis did not reveal any kinks or defects on the guide wire. The distal j-bend appeared to be intact and normally shaped. Microscopic examination revealed that the distal and proximal welds were spherical and intact. Signs of use in the form of biological material were observed on the returned guide wire. The guide wire total length measured 601mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .797mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through a lab inventory ars and 18 ga introducer needle. Little to no resistance was observed as the guide wire passed completely through each component. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal can not be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was not confirmed through complaint investigation. Visual analysis of the returned guide wire did not reveal any kinks/defects of any kind. The guide wire also met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "md could no longer proceed because the j-tip guide wire was bent during the procedure". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "md could no longer proceed because the j-tip guide wire was bent during the procedure". No patient harm reported. The device was replaced. The patient's condition is reported as fine.